Manufacturer narrative:
Terumo has obtained the actual device that was used and performed evals with the suspect device. The eval could not confirm leak. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and f/u.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery the shunt sensor leaked. The product was not changed out, minimal blood loss, and the surgery was completed successfully.